Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. The instruction manual contains a warning to the user regarding this event. (Drawing number:gk5911, revision number : 23). ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the mechanical lithotriptor tore off, making wire guidance impassible. The issue occurred during the therapeutic procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.